Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a make sure hb is on ht message that occurred during fill 1 of 5 of treatment. The patient stated after also receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment a fluid leak was noted from the cassette after treatment was cancelled. The patient contact stated the patient line disconnected from the patient and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: b3, b5, d10.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment and the patient bypassed to dwell 5 of 5 of treatment. The patient stated a fluid leak was noted the morning after the reported alarm issue. It was unknown if treatment was completed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a make sure hb is on ht message that occurred during fill 1 of 5 of treatment. The patient stated after also receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment a fluid leak was noted from the cassette after treatment was cancelled. The patient contact stated the patient line disconnected from the patient and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: d4 lot number additional information: h4 device manufacture date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment and the patient bypassed to dwell 5 of 5 of treatment. The patient stated a fluid leak was noted the morning after the reported alarm issue. It was unknown if treatment was completed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the pdrn patient stated there was a fluid leak from the cycler's cassette due to a rupture on the cassette. Per pdrn the patient discontinued treatment and was able to revert the alternate treatment. The patient notified the pdrn and no change was noted to the patient's status as it related to the reported event. No additional information was provided to date.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a make sure hb is on ht message that occurred during fill 1 of 5 of treatment. The patient stated after also receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment a fluid leak was noted from the cassette after treatment was cancelled. The patient contact stated the patient line disconnected from the patient and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.